Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the buttons were hard to press. It was also reported that the time on insulin pump was advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage to keypad traces. Connector was inspected and locked on lcd board. Insulin pump passed displacement test and self test.